Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged sheath is confirmed but the exact cause remains unknown. One photo sample of a microez microintroducer was provided for evaluation. The photo shows the distal end of the dilator within the sheath. Deformation of on the tip of the grey sheath is visible; however, the quality of the image does allow for a clear inspection of the device. The sheath appears to be slightly bunched inwards. Based on the information provided, possible contributing factors include advancement against resistance and inadequate skin knick. The product instructions for use (IFU) states, ¿advance the small sheath and dilator together as a unit over the guidewire, using a slight rotational motion. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator. Verify institutional guidelines concerning the use of a scalpel prior to making incision.¿ since the sheath tip was observed to be damaged, the complaint is confirmed but the exact cause remains unknown.

Event description:
It was reported that when performing puncture, the customer found visible burrs with the proximal end of the micro-introducer sheath in the seldinger kit of the 3174118. It was stated the burrs existed before the puncture was performed, which made it impossible to conduct valid puncture.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redz0178 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when performing puncture, the customer found visible burrs with the proximal end of the micro-introducer sheath in the seldinger kit of the 3174118. It was stated the burrs existed before the puncture was performed, which made it impossible to conduct valid puncture.